Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main(lm)/left anterior descending artery. This was a transcatheter aortic valve replacement (tavr) case, however the lm was known to have low origin in root. In efforts to protect lm, 6f fl4, 6f guidezilla, a non-bsc guidewire and a 4.0 x 28 synergy drug-eluting stent (undeployed) were placed in lm before a transcatheter aortic valve deployment. The stent was still loaded on balloon and was never attempted to be deployed. The stent stripped off the balloon and in between the aortic root and the tavr valve at 6-8mm into the lm. The lm was wired with a separate guide catheter, guidewire and the 4.0 x 12mm synergy stent was deployed. Post-dilatation was performed with a 5.5mm nc balloon catheter. The 4.0 x 12 synergy stent was deployed to crush the 4.0 x 28 synergy stent against the artery wall and the procedure was completed. No patient complications were reported.